Event description:
Event description guidant received information that a pacer-dependent patient with this implantable cardioverter defibrillator (ICD) had an episode in device history that demonstrated noise, resulting in pacing inhibition. It was noted that the patient has not had another episode since this one and that she was not symptomatic. It was further reported that the representative recommended that the device sensitivity be reprogrammed to least and that the patient be closely monitored. The representative caller further noted that the device has been implanted for approximately two years and did not believe that this would be due to a setscrew or seal plug issue, rather that it could be myopotentials.